Manufacturer narrative:
B3: date of event: the day of the event is unknown. Bsc became aware of the event on (B)(6) 2020. Therefore, a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020. Device evaluated by MFR: a 3.00 x 32mm synergy ii drug eluting stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a kink measured at 455 mm proximal to the distal end of the tip. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During preparation, while unpacking, and outside the patient, it was noticed that a 3.00 x 32 synergy stent strut was not correctly on the balloon. The procedure was successfully completed with a different device. No patient complications were reported in relation to this event.

Manufacturer narrative:
B3: date of event: the day of the event is unknown. Bsc became aware of the event on (B)(6) 2020. Therefore, a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported that stent damage occurred. During preparation, while unpacking, and outside the patient, it was noticed that a 3.00 x 32 synergy stent strut was not correctly on the balloon. The procedure was successfully completed with a different device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Date of event: the day of the event is unknown. Bsc became aware of the event on (B)(6) 2020. Therefore, a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported that stent damage occurred. During preparation, while unpacking, and outside the patient, it was noticed that a 3.00 x 32 synergy stent strut was not correctly on the balloon. The procedure was successfully completed with a different device. No patient complications were reported in relation to this event.